Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information /investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nx054z - as vega ps tibial plateau cemented t2+. According to the complaint description, there was postoperative loosening after 4 years. The initial surgery occurred on an unspecified date. The loosened implant was then replaced; it was noted that there was no adhered cement at that time. An additional medical intervention was required. Additional patient information is not available. The adverse event /malfunction is filed under aag reference (B)(4). Involved components: 400562533 - nx007z- as vega ps femoral comp. Cemented f3n l; 400562815 - nx120 - vega ps gliding surface t2/2+ 10mm; cement - palacos.

Manufacturer narrative:
Correction/additional information: a - patient data. B5,d10 updated - involved and leading components determined. D6 - implant date. Investigation: visual investigation: the provided femoral component as well as the tibial component show no bone cement residues adhesive on the intended area. There are no further visible material /coating defects on the provided devices. The meniscal component is still fixed on the tibial component. The gliding surface of the meniscal component shows visible scratches and imprints resulting from third body wear (bone cement residues and/or bone chips). The provided x-ray figures give no clear hints regarding the root cause for the mentioned implant loosening. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level ((4)5 severity x (3)5 probability of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: there are several root causes for an implant loosening. Without further detailed informatoin regarding the individual patient situation and/or surgical techniques in this case, a clear conclusion cannot be drawn. One reason could be a not optimal processing time of the bone cement during application. Furthermore, a pre-contaminated surface, for example by blood or other residues from the bone resection, can negatively influence the holding force of the bone cement on the implant. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. For.the topic vega loosening, product safety cases (psc) were created.

Event description:
Updated information: the complained part is now considered to be an involved component; the new leading component was now determined to be nx007z. The adverse event / malfunction is filed under aag reference 100031135/400562534. Associated medwatch reports: 400562533 - nx007z- (9610612-2022-00283). Involved components: 400562534 - nx054z - as vega ps tibial plateau cemented t2+. 400562815 - nx120 - vega ps gliding surface t2/2+ 10mm. Cement - palacos.